Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not communicate as it would not turn on and was experiencing inadequate stimulation. It was also reported that the patients ipg would no longer hold a charge. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced with an MRI capable. The explanted ipg will not be returned.